Manufacturer narrative:
No patient involvement. No lot # provided and part not returned. Mfg date is dependent on lot#. Suspect part has not been returned to the manufacturer. Device not returned.

Event description:
A site rep reported the short spinous process clamp was defective due to a malfunctioning screw thread. No patient involvement was reported.

Manufacturer narrative:
FDA codes were updated to reflect current guidelines. If information is provided in the future, a supplemental report will be issued.